Event description:
It was reported by service report that the fowler would drift down with weight on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake clutch.